Event description:
It was reported that on the thursday prior to the report, the patient felt as if ¿stimulation stopped¿ while standing up. The patient read it with the ¿remote¿, and it showed a ¿call your doctor¿ symbol but did not see or capture the 3 digit code. It was noted that the patient had had a CT scan and x-rays done on (B)(6). At the time of the report, the manufacturer¿s representative was able to turn the device on and the patient was feeling stimulation and was getting the intended coverage as needed. The service life of the implant said ¿ok¿ and the battery voltage was at 2.97v. Everything was fine at the time of the report and the patient was instructed to capture the 3 digit code the next time it happened. Two days later, it was reported that it was unknown whether the patient¿s CT scan and x-rays were related to the device. It was also unknown what the cause of the issue was. The patient was getting excellent coverage and stimulation at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).